Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead implant procedure on (B)(6) 2023. While attempting to implant the lead, it was noted that there was no impedance values visible on the rv lead. After multiple failed attempts, the anomalous lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event for impedance values display anomaly was not confirmed. As received, a complete lead was returned in one piece. Final analysis found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.